Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump non-malignant pain and lumbar radiculopathy. The pump was alarming. The pump had not been used for the past 13 months ((B)(6) 2015). The patient had a "parting of ways" with their pain healthcare provider (hcp) and went off all pain medications including the pump. The patient was now stuck with an empty pump that was still beeping. It was noted the patient also lost 57 pounds and the pump was "sticking out of the abdomen." The patient was provided with hcp listing to see if they will explant their pump. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.